Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned for inappropriate therapy due to noise. The complaint was confirmed. The stored egms were reviewed and indicated noise on the rv channel leading to inappropriate therapy. Ate testing was performed and the device was found to be normal. No device anomaly was found. The cause for noise, however, remains undetermined.

Event description:
It was reported that the pt was receiving unanticipated therapy due to noise. The device was explanted and replaced.